Event description:
It has been reported to co that the occlusion balloon deflated during the case. The physician inserted the occlusion balloon wire into the pt and inflated the balloon to occlude the vessel. The physician had placed the stent and realized that he needed to post dilate the stent. During the procedure, noticed that the occlusion balloon had deflated. The physician inserted the aspiration catheter and aspirated debris from the area. The physician then removed the device from the pt. The pt is reported to be fine.